Manufacturer narrative:
The unit was received with a cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. The following physical damage was noted: cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Event description:
The customer reported via phone call that his insulin pump sustained a 40 foot drop. The screen got smashed. The patient's blood glucose at the time of incident was 296 mg/dl. The insulin pump was returned for analysis.